Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that control iq did not deliver a correction bolus when the customer's blood glucose was above target. Customer declined to troubleshoot with tandem technical support. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Customer's blood glucose level was 288 mg/dl. Customer successfully loaded a second cartridge.